Event description:
During deployment the user questioned the devices "no shock" decision.

Manufacturer narrative:
(B)(4). Method: ECG was reviewed. Conclusion: the device properly advised "no shock" because, the presenting rhythm was not shockable.